Event description:
The customer returned the colonovideoscope to the repair center for a separate issue. During the device analysis, the repair center identified noisy image and foreign objects in auxiliary jet channel (j-tube), nozzle and control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that no image occurred due to moisture on the scope connector terminals. The most probable cause for the image malfunction is traced to component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.